Event description:
It was reported in the journal of urology that a study was conducted at a tertiary care institution, utilizing pressure regulating balloons (prbs) from 6 explanted aus devices and 1 unused aus. The prbs were explanted from 2015 to 2023. The age of the devices was: 0 years (unused), 2.4 years, 5.7 years, 7.4 years, 9.7 years, 12.3 years, and 17.6 years. The physician evaluated defects and cracks within the devices to assess for patterns of mechanical stress. The following boston scientific products were used during the procedures: artificial urinary sphincter (aus). Analysis revealed line surface cracks in the 4 oldest prbs, with cracks propagating mainly in parallel directions. Patternless crack formation, indicating multi-axis stress distribution was present in the 7.4 and 9.7 prbs. All prbs demonstrated irregularly shaped particulates on their surfaces. It was concluded that prbs from older aus devices exhibit significant material degradation, characterized by surface cracks and particulates. These findings suggested a relationship between prb age and material fatigue, potentially leading to decreased elasticity, reduced pressure generation, and recurrent incontinence, often necessitating repeat surgery. Also, the data showed that the material fatigue leaded to reduced device efficacy over the time. The physician reported now offering replacement at 5 years if symptoms are significant. No further information is available at this time. This report is for patient complications.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.